Manufacturer narrative:
Sc-2316-50e (sn (B)(6). Investigation results, media review, device analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that during a trial procedure, two contacts were sheared off and left inside the patient. The trial was aborted. The trial leads were discarded per hospital policy and patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that during a trial procedure, two contacts were sheared off and left inside the patient. The trial was aborted. The trial leads were discarded per hospital policy and patient was doing well postoperatively.